Manufacturer narrative:
The returned device was received deployed with the expected number of pulses during priming. No damages or defects that would contribute to a needle mechanism failure were observed. Although no damages were found, it could not be determined when the needle mechanism deployed. The cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod's needle deployed before the activation process could begin.